Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge remained at 100% for two days. The reported event was unable to be confirmed as the customer declined pump data review by tandem technical support. There was no impact to the customer's blood glucose level.